Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(6) 2018, endologix was made aware of a type 2, 1a and 1b endoleak. No additional information at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
On the completion of clinical assessment (B)(6) 2018), the indeterminate endoleak was confirmed to be a type 1b endoleak of the iliac limb for the ovation ix product line. Since this complaint was originally reported against our afx2 device line and it was discovered during clinical assessment that the primary device is for our ovation ix product line, a new MDR was opened and all further investigation information will be reported in the new MDR (3008011247-2018-00066). This is no longer a reportable complaint as there is no device failure against the afx2 device.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(6) 2018, endologix was made aware of an indeterminate endoleak with the presence of a type ii. There is no change in aneurysm sac size and no plan to intervene. On the completion of clinical assessment (B)(6) 2018), the indeterminate endoleak was confirmed to be a type 1b endoleak of the iliac limb for the ovation ix product line. The patient is currently being monitored. No additional patient sequelae has been reported. Since this complaint was originally reported against our afx2 device line and it was discovered during clinical assessment that the primary device is for our ovation ix product line, a new MDR was opened and all further investigation information will be reported in the new MDR (3008011247-2018-00066).